Manufacturer narrative:
H4: the lot was manufactured from october 01, 2020 - october 02, 2020. H10: the device was received containing 173 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed and the flow rates were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow. It was further stated that the full amount of infusion appears to be in the folfusor after twenty-three (23) hours. The device had been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.